Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2005. About 4 months post-op, the pt experienced an erosion. An excision of the device was performed on an unknown date. The pt's current status is unknown.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.